Event description:
It was reported that the pump shut off unexpectedly. Subsequently, the customer was hospitalized with a blood glucose (bg) level of 720 mg/dl and ketones; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.